Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned vascular procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc didn't power up. This issue had occurred previously and was covered in another case ID. The fse replaced the host pc in the previous case ID to resolve the issue. This case is a follow up of the previous case, where a new license request has been made by the customer after the replacement of the host pc. The fse had sent the new license file to the customer. After the license file was received by the customer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer had issues. The system was in clinical use. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.